Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized for a week due to the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date at the end of the august 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.